Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned device were reviewed. The clip delivery system(cds) a/p and m knobs were rotated and the distal tip deflected properly. The blue alignment markers were properly aligned. The steerable sleeve curved/deflected properly in the medial direction when applying the "m" curve. The steerable sleeve starting a/p met manufacturing specification. The steerable guide catheter (sgc) was straightened and the cds was removed; the blue alignment markers were properly aligned and the clip did not get caught on the guide tip. Thus, the reported sleeve steering issue and clip caught on guide tip were not confirmed via returned device testing. Potential causes for difficulty positioning the steerable sleeve can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and functioned as expected. Additionally, there were no non-conformances issued for this lot and a review of complaint handling database identified no other incidents reported for difficult to position/sleeve steering issues or difficult to remove/clip caught on guide tip from this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced by patient anatomical morphology, resulting in increased tension on the device or excessive curves applied to the device by the user. The information provided in the case details stated that after the guide was aspirated, the procedure was continued with the cds. Echocardiogram confirmed the sgc appeared to be free from the atrium and the cds was advanced. However, after the cds reached the straddling position via fluoroscopy and echocardiogram, an attempt was made to steer down to the valve, but the shaft appeared stuck in the left atrium and would not move. When more m knob was applied, the cds shaft appeared to curve with a little deflection. The physician commented that although these events were not believed to be caused by a failure of the mitraclip system, it was felt that the tip of the sgc perforated the atrial roof and that the cds went through the atrial perforation, resulting in the pericardial effusion when the steerable sleeve shaft would not steer down. In this case, since the analysis did not identify any steering issues during testing, it is likely that the cds interacted with the roof of the la, as reported, and was therefore unable to be steered down toward the valve. Based on the information reviewed, the reported difficulty positioning the steerable sleeve appears to be related to patient/procedural conditions and user technique. There does not appear to be any evidence of a product quality deficiency associated with this device. It was further noted that after the attempt to steer the cds, the echocardiographer detected a pericardial effusion and the patient had no blood pressure. CPR was performed and a temporary pacemaker was implanted. There was an electromechanical disassociation (arrhythmia). The pacemaker paced at 60 beats per minute, but the electromechanical disassociation remained. CPR was temporarily paused in order to pull the cds into the sgc, but one arm of the clip became stuck at the soft tip of the sgc. The entire system was removed as a single unit and CPR was resumed for more than one hour, however the patient expired. The physician felt that the tip of the sgc perforated the atrial roof and then thought the cds went through the atrial perforation when the shaft would not steer down, resulting in the pericardial effusion. In this case, it is possible that if the physician advanced the sgc during the attempts to aspirate the guide valve and caused the guide to come into contact with the atrial wall, this may have contributed to the reported mitral valve injury and subsequent pericardial effusion during attempts to steer the cds; however, this cannot be confirmed. The patient effect of cardiac perforation and arrhythmias are listed in the mitraclip instructions for use as possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the devices, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In regards to the difficulty removing the cds from the guide, tears identified in the soft tip are indicative of the clip getting caught on the guide tip during removal of the cds, as reported. Difficulty retracting the clip into the guide tip can be influenced by, but are not limited to, procedural conditions (curves on the guide during cds removal), user technique, such as clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip, or manufacturing anomalies. The returned sgc associated with this event was used in an attempt to replicate the reported difficulty, and the cds was retracted through the guide tip without issue; the clip did not get caught on the guide soft tip. Further clarification received from the account confirmed that the guide was straightened and the clip arms were fully closed during cds removal. In this case, it is likely that a combination of orientation of the clip and quickly removing the cds (as this was an emergent case) caused one of the clip arms to get caught to the guide tip, resulting in the difficulty removing the cds and the tears in the sgc soft tip. Similarly, as the tip material of the clip introducer was also torn and wrinkled near the housing bond, the clip likely interacted with the introducer upon removal, causing the material to tear and also wrinkle near the bond. Based on the information reviewed, the difficulty removing the cds/clip caught on guide tip, torn soft tip material and damage to the clip introducer appear to be related to user technique/procedural conditions and not a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: based on the information reviewed, there is no indication of a product deficiency.

Event description:
This mitraclip delivery system (cds) report is filed for atrial roof perforation, pericardial effusion, and subsequent death. It was reported that the transseptal puncture with adequate height and placement was performed. The extrastiff guide wire was in the left upper pulmonary vein and the sgc was advanced to the left atrium. The dilator was pulled into the guide, then the guidewire was pulled in the dilator and echocardiography confirmed that the end of the sgc was free. Aspiration and retraction of the dilator from the sgc was performed and the hemostasis valve was covered with the physician's thumb. At that moment, it was seen that the hemostasis valve was only half filled with fluid. Echocardiogram showed that the tip of the sgc was at the atrial roof so the physician retracted the sgc, aspirated again, and the hemostasis valve was de-aired. Via echocardiogram the sgc appeared to be free from the atrium and the cds was advanced. After the cds reached the straddling position via fluoroscopy and echocardiogram, the clip appeared to be free from the atrium and an attempt was made to steer down to the valve. The cds shaft appeared stuck in the left atrium and would not move. When more m knob was applied, the cds shaft was in a curved shape with a little deflection. At that time, the echocardiographer detected a pericardial effusion and the patient had no blood pressure. Cardiopulmonary resuscitation (CPR) was performed and a temporary pacemaker was implanted. There was an electromechanical disassociation.

Event description:
Subsequent to the previously filed report, additional information was received indicating that tissue was found in the mitraclip after it was removed from the anatomy and an attempt was made to remove the tissue using forceps. There was no additional information provided.

Manufacturer narrative:
(B)(4). Event description continued: the pacemaker paced at 60 beats per minute, but the electromechanical disassociation remained. CPR was temporarily paused in order to pull the cds into the sgc, but one arm of the clip became stuck at the soft tip of the sgc. The entire system was removed as a single unit and CPR was resumed for more than one hour. The patient expired. Although the physician does not feel that these events were caused by a failure of the mitraclip system, the physician does feel that the tip of the sgc perforated the atrial roof. The physician also feels that the mitraclip went through the atrial perforation when the shaft would not steer down, resulting in the pericardial effusion. There was no additional information provided. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.